Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 100% stented lesion was located in a non calcified and moderately tortuous left common iliac artery. On the first inflation the f/g, sterling, mr, 6.0 x 60/135 (4f) balloon was inflated to six atmospheres and ruptured. The balloon was removed intact. The procedure was completed with another of the same device. The pt status is listed as fine with no complications reported.

Manufacturer narrative:
(B)(6). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).